Event description:
On (B)(6) 2011, patient reported her infusion device is not working. Patient stated she is having concerns with the down button on the infusion device not responding. Patient reported she noticed the issue for the first time a few days ago when she was attempting to program a bolus. Patient stated she was not able to get the down button to respond. Patient reported the down button does not pop back up when pressed. Patient stated it feels different than the up button. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.